Manufacturer narrative:
Product was returned without the packaging. Visual inspection did not find any issues with the product. Review of device history records did not find any deviations or anomalies. This device is used for treatment. The packaging of all the devices is verified before leaving zimmer facility and the event is likely to have occurred outside of the zimmer facility control. A product history search did not reveal any similar complaints against the related part and lot combinations. The reported issue cannot be confirmed.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that when the implant was opened, the sterile packaging was noted to be half open. Another device was used to complete the procedure.